Event description:
It was reported that, the patient with the implantable cardioverter defibrillator (ICD) system presented to the hospital for appropriate shocks due to ventricular fibrillation (vf), however the shocks were ineffective. The patient exhibited loss of consciences. Upon interrogation the device revealed a code 1005, indicative of an open circuit condition during shock delivery and high shock impedances out of range. The technical services (ts) discussed troubleshooting options. The right ventricular (rv) lead was surgically abandoned, and this ICD was explanted and disposed. No additional adverse patient effects were reported.